Event description:
The customer reported that the device is continually rebooting.

Manufacturer narrative:
The customer reported that the device was continually rebooting. The unit was evaluated at the customer site. Removal of the faulty data card resolved the symptom. A new internal memory card will be placed in the device. There was no patient involvement; this was found during testing.